Event description:
The pt received 2 scs leads with the same lot number. It was reported, the pt was no longer receiving effective stimulation on the left side of her head after being hit in the back of her head/neck. Lead diagnostics showed invalid impedance values for the scs lead (s). A sjm rep was able to regain effective stimulation by increasing scs lead amplitude: however, the stimulation was more variable with movement. F/u identified that although the pt's stimulation had changed there was no loss of effective stimulation in her pain pattern.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.